Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart. The customer's blood glucose level was unknown at the time of incident. The customer reported receiving the alarm every time she changes the battery. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected restart error alarm noted. The insulin pump had a cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window.